Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they don't know if the leadless implantable pulse generator (ipg) "is working or not". The ipg remains in use. No patient complications have been reported as a result of this event.